Event description:
Customer called to report that the insulin pump experienced an unexpected restart alarm. Customer called to report that the insulin pump alarmed displayable history check failed on startup. Customer's blood glucose reading was 162 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
No unexpected alarms noted during testing. The insulin pump passed error test and self-test. The insulin pump had multiple alarms in alarm history file. The insulin pump alarmed due to a corrupted history file. The insulin pump had a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.